Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that the skyplate has artifact, unable to calibrate out. The device was not in clinical use and there was no harm to patient or user. Field service engineer (fse) performed analysis and concluded that the detector had been dropped, causing a wide band image artifact between lines. Although calibration was performed on the detector, the images still showed artifacts due to the damage. All logs and shock logs were retrieved from the system and sent to nss for analysis to confirm the need for skyplate replacement. The skyplate was then replaced with a new detector and calibrations were performed. System returned to clinical use with full functionality. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the skyplate has artifact and not able to calibrate due to detector drop. The device was not in clinical use and there was no patient or user harm.